Event description:
On (B)(6) 2011, an elevate anterior device was implanted. It was reported that during the procedure, the elevate needle (ssl needle) "broke off." The physician was able to complete the procedure. "During cysto," the physician noticed he had injured the bladder. Additional info received indicates that the needle tip remains implanted, possibly in the ischial spine.

Manufacturer narrative:
Should additional info become available regarding this event, it will be re-evaluated and a f/u report will be sent.